Manufacturer narrative:
Product analysis: analysis could not confirm the reported experience. It was noted that there were errors found in the error log. The programmer failed the incoming antenna connected test, so the antenna was replaced. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant, the programmer was being used to test leads when the programmer experienced an error and needed to be restarted. After a power cycle the programmer operated without issue. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.